Manufacturer narrative:
On (B)(6) 2020, after re-reviewing the event, mentor became aware that the previously submitted narrative omitted some event details. See below for an updated narrative. It was reported that a female patient underwent a breast augmentation revision with a 375cc mentor memorygel breast implants and suffered several instances of recurring left-sided capsular contracture requiring multiple revision surgeries. In 2010, the patient had saline devices in situ, which were bilaterally replaced with the aforementioned gel devices due to left-sided capsular contracture and hematoma. The manufacturer of the saline implants is currently unknown. Approximately 2-4 weeks after her revision surgery, the patient suffered recurring left-sided capsular contracture and hematoma, possibly resulting from participation in a soccer game. It is currently unknown if any intervening measures took place at this time. However, on (B)(6) 2017, the patient underwent surgery intended to release her left capsule. During the procedure, the physician noted 100-200ml of serous fluid in the capsule. The seroma was evacuated, the capsule was released, and the same device was reimplanted. In (B)(6) 2017, the patient noted increasing firmness of the left capsule. A 2nd capsular release was performed on (B)(6) 2017, and the device was again reimplanted. On (B)(6) 2018, the patient had a third capsular release procedure, and the device was again reimplanted. Per the instructions for use, mentor memorygel breast implants are for single use only, and as a result, the device was used in a manner inconsistent with the product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii, off label use, seroma, hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with mentor memorygel, 375cc silicone breast implants which patient experienced bilateral capsular contracture baker grade iii after implantation. The patient experienced firmness, left side capsular contracture, seroma, and swelling. As a result patient had the implants removed and replaced with another mentor implants on (B)(6) 2017. This report is for the left side. Note: patient had recurrent cases of capsular contracture since implants being put in during 2004. Doctor performed two capsulectomies over the period of 2017-2018.